Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they cannot get it to charge and continues to get error codes. Pt states they are seeing system problem rm04 and software problem codes. Pt states cannot get a full charge anymore. Pt states cannot get to 100% and only gets to 60%. Pt states used to last 5 days and now 3 days. Pt states seems to have tingling going down leg more than they used to and states could be old age which started 5-6 weeks ago. Pt states at times it doesn't tingle. Patient services (ps) advised to make an appt with the hcp. Pt states was charging 1.5 hours and only got to 50%. Pt states they could charge in an hour and now 2-3 hours and doesn't even get a full charge and the controller dies. Pt had to reset. Pt states the recharger (rtm) gets hot. The issue was not resolved. A replacement rtm was requested. No new information. Additional information was received from the rep. Rep stated that they were not made aware of any of this other than a software error, which the pt texted them about on 5/4. Pt was on vacation so they texted the pt back to please call patient services (ps) for assistance. Additional information was received from the pt. Pt provided the serial number for their controller ((B)(6)). Pt clarified that they had a software issues, that they couldn¿t get it to recharge, and they tried many times. Confirmed it was a bad paddle that caused the issue. Pt called and was sent a new recharger overnight that resolved the issue. Pt weight provided.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis found no issues with recharger telemetry module charging the implantable neurostimulator. No anomalies were visually observed. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.